Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown without alarms, the customer cycle the power and the unit continued to work. The pt was switched to another unit and therapy was continued. No pt injury was reported.